Event description:
Asku

Event description:
It was reported that the lead impedance was high and via an x-ray they saw a fracture in the lead adaptor attached to the lead. The adaptor and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; the partial lead in segments was returned for analysis. Blood/body fluid was observed on the distal conductor (not obstructed).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; the partial lead in segments was returned for analysis. Blood/body fluid was observed on the distal conductor (not obstructed).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead impedance was high and via an x-ray, they saw a fracture in the lead adaptor attached to the lead. The adaptor and lead have were explanted and replaced. No patient complications have been reported as a result of this event.